Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found black foreign matter on the plunger rod, in the barrel or on the connection part between the needle hub and top of the syringe of the bd¿ syringe with needle. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: we have been provided with three affected samples. The evaluation of the samples presented two syringes with embedded foreign matter, one of them in the plunger rib and the other one in the hub of the needle. The evaluation of the third sample presented a small dust particle inside the syringe. We could confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (september 10th ¿ 11th, 2017). Root cause evaluation: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. After the evaluation of the returned sample, which had been used, we could not determine the origin of the reported particle. In case that this particle comes from the manufacturing process, we consider that this could come from the assembly machine due to a punctual failure in the cleaning procedures. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional.